Event description:
The hosp reported that during the middle of an endoscopic vein harvesting procedure, a pop was heard and the balloon burst on the vaso view hemopro. A replacement device was used to complete the procedure. The hosp did not report any patient effects.

Manufacturer narrative:
Since the device is not available to be returned to us, a technical eval cannot be performed. Per our sops, all events are tracked and trended to determine whether or not any trends develop. A lot history record review was completed for the reported product lot number. There was no nonconformity recorded in the lot history. There are no other similar complaints reported against this batch. (B)(4).